Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and determined the system was contaminated. He then decontaminated the system; adjusted the rinse and detergent levels; and straightened the bent nozzle. The analyzer's performance was verified by calibration, qc and precision studies with successful results. The investigation reviewed the last calibration performed on (B)(6) 2024 and the results were within specifications. The investigation reviewed the qc recovery. The recovery was within the specified ranges (-2 standard deviation sd). There was no indication of a performance issue with the reagent. The investigation reviewed the alarm trace. The trace had a sample probe, sample short, and abnormal aspiration alarms. These are indicators of possible poor sample quality. The investigation reviewed the customer's handling of patient samples. The patient sample was centrifuged for 3 minutes at 5100 rpm. The centrifugation time may be too short and the speed too high according to the tube manufacturer¿s recommended guidelines. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result from an unspecified number of patient samples tested on the cobas 8000 c702 module. The reporter was able to provide two patient samples with discrepant results: the initial results were reported outside of the laboratory. The initial results were flagged as critically low in the laboratory information system (lis) prompting the rerun of the patient samples in their other c 702 module. Sample (B)(6) the initial result from the module was 3.1 mg/dl. The repeat result from the other module was 6.6 mg/dl. Sample (B)(6) the initial result from the module was 4.1 mg/dl. The repeat result from the other module was 7.3 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas 8000 c702 module is (B)(6). The investigation is ongoing.